Manufacturer narrative:
(B)(4).

Event description:
It was reported that during scheduled generator replacement, hv impedance anomaly was observed on the riata lead. After the new device was implanted, dft testing was performed and resulted in aborted therapy due to an over current detection alert. Possible lead issue was suspected. Patient was asymptomatic. Lead was capped and replaced. Device was also replaced at the time of the procedure. Patient will be monitored.